Manufacturer narrative:
Device history records review was completed for part# 314.743, lot# 7353282. Supplier: (B)(4), manufacturing date: nov 07, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Additional device product code: hrx. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer irrigator aspirator (ria) drive shaft broke into two pieces while being disassembled from the reamer head during decontamination on (B)(6) 2017. No procedure or patient involvement. This is report 1 of 1 for complaint (B)(4).